Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic distal pancreatectomy, scissoring occurred at the 2nd firing though the device functioned as intended at the 1st firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The device record was reviewed and no anomalies were noted during the manufacturing process.